Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted due to stress urinary incontinence. The patient experienced pain, erosion of her internal bodily tissue, infection, urinary problems, bleeding, dyspareunia and vaginal scarring. It was reported that the patient has undergone multiple surgeries and revisionary procedures. The patient underwent partial explant of mesh and hysterectomy on (B)(6) 2006 due to infection and erosion of mesh. No additional information was provided. (B)(4).

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 06/08/2016. It was reported that following insertion the patient experienced urinary frequency. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced bacterial vaginosis and urinary tract infection.

Event description:
It was reported that following insertion the patient experienced bacterial vaginosis and urinary tract infection.